Event description:
The device and leads were returned to the manufacturer after the patient's death. The cause of death and date of death have been requested and not received.

Event description:
The device and leads were returned to the manufacturer after the patient's death. The cause of death and date of death have been requested and not received. Follow up revealed patient had been seen in clinic only once and that was 2 months before death. The nurse reported no device issues were noted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Analysis of the device is in process; the results will be forwarded when available.